Event description:
It was reported that minibore bi-fuse pressure 2 IV connector was damaged, leaked, and detached. The following information was provided by the initial reporter: material no: mz5307, batch no: unknown. [Event 2] it was reported that blood and fluid was noted on the bedding, and the tubing was detached. Upon inspection tubing appeared disconnected or severed near y-connector.

Manufacturer narrative:
H.6. Investigation: the customer reported the tubing was severed at the y-site, and returned one used sample of model #mz5307. The sample was clearly separated at the y-site and the complaint is verified. The tubing from the lower y-site was not returned. The solvent depth is very shallow into the y-site connection. No other failure modes were observed. A device history record review could not be performed because a valid lot number was not provided by the customer. Visual inspection under the microscope found the root cause to be insufficient solvent.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that minibore bi-fuse pressure 2 IV connector was damaged, leaked, and detached. The following information was provided by the initial reporter: material no: mz5307 batch no: unknown. [Event 2] it was reported that blood and fluid was noted on the bedding, and the tubing was detached. Upon inspection tubing appeared disconnected or severed near y-connector.